Event description:
A customers uses neoveil tubes in bariatric surgery. He recently tested reference nv-et-m60a-2 with gold panther staplers cadf-60s (gold). During stapling, a wire broke, and one of the white parts remained sewn to the blue part. The surgeon cut the white part to remove it, but a small fragment was left in the patient. Based on our observations, this issue may be due to a certain fragility of the nv tube wires.